Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -10.00/+1.5/109 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, angle closure, with elevated intraocular pressure. The surgeon enlarged/addition of peripheral iridotomy, by yag. A suture was required. The lens was exchanged for a shorter lens and the problem was resolved. The patients vision is good but has mild glare/halo at night.